Event description:
Information was received from an advanced evaluation trial patient's daughter/caretaker. The trial was on day 10. It was reported that the patient had a uti. The patient was urinating less frequently but experienced pain while urinating. The caller was concerned the patient had a uti. The daughter was going to have a sample sent to a laboratory for testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.